Event description:
User facility reported the warming device was in use with a new-born pt undergoing an interventional procedure when the heating hose detached from the blanket. The hose disconnection was not immediately recognized. The pt's core temperature had dropped; additional heating techniques were required to raise the pt's core temperature. The user facility reported that the weight of the hose caused the connection site on the blanket to tear, which caused the hose to disconnect from the blanket. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.